Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle a trap mesh. Later the patient experienced bleeding, urinary urgency and frequency, cystocele, uterine prolapse and ulcerated mesh exposure. A mesh excision was performed.